Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer's blood glucose was 266 mg/dl at the time of hospitalization. The customer stated that they were given fluids to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was performed and found bent cannula. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.